Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and lost sensor alarm from the insulin pump. The customer's blood glucose reading was 431 mg/dl. The customer treated with the pump and it does show active insulin. The customer stated that his sensor is not working and there is a lost sensor alarm. The customer was assisted with turning the sensor feature off. The customer was advised to treat for high readings in order to use the sensor.